Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements above 3000 ohms. Technical services (ts) was consulted and recommended further evaluation. In addition, the lead is exhibiting loss of capture. Lead fracture is suspected, the system was reprogramed and a revision procedure was scheduled. This pacemaker was explanted and the right ventricular (rv) lead was surgically abandoned. Another pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements above 3000 ohms. Technical services (ts) was consulted and recommended further evaluation. In addition, the lead is exhibiting loss of capture. Lead fracture is suspected, the system was reprogramed, and a revision procedure was scheduled. This pacemaker was explanted, and the right ventricular (rv) lead was surgically abandoned due to confirmed fracture. Another pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements above 3000 ohms. Technical services (ts) was consulted and recommended further evaluation. In addition, the lead is exhibiting loss of capture. Lead fracture is suspected, the system was reprogramed and a revision procedure was scheduled. This pacemaker was explanted and the right ventricular (rv) lead was surgically abandoned due to confirmed fracture. Another pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.